Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported: "device does not detect the correct saturation value even though several sensors have been tested. Five points below correct value." No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device failed visual analysis due to a cracked housing and missing battery cover and contamination on the front cover and leds. Internal inspection additionally revealed a broken standoff. Functional testing found the device alarm silence button was not functioning; however the unit was found to visually and audibly alarm during alarm conditions. The keypad was replaced and the unit was determined to be functioning as designed. The device passed both manual and preset accuracy testing. The reported issue was not confirmed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
It was reported: "device does not detect the correct saturation value even though several sensors have been tested. 5 points below correct value." No consequences or impact to patient was reported.